Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation primary with a 325cc mentor smooth round moderate plus profile saline breast implant and experienced unexplained systemic symptoms, including itching on the left breast, chronic illness, sickness, anxiety attacks, and heavy metal and mold found in the blood. The patient also reported that she is on disability, and a consultation with medical professionals returned with diagnoses of fatigue and malaise, coagulation defect, cognitive dysfunction, hypothyroidism, hashimotos thyroiditis, lyme disease, general anxiety disorder, babesiosis, autoimmune thyroiditis, unspecified tremor, unspecified nutritional deficiency, premenstrual tension syndrome, unspecified mast cell activation, other specified bacterial intestinal infections, finding of abnormal level of heavy metals in blood, unspecified vitamin deficiency, low back pain, and contact with and (suspected) exposure to other hazardous, chiefly nonmedicinal, chemicals. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the right-sided implant.